Event description:
According to the reporter, there was a tip shear of mmk1003. The radiologist noticed the tip shear before the stereotactic biopsy was finished and was able to remove the tip before completion of the procedure. Radiologist confirmed that the aperture was fully open during marker deployment. Per the account, "the radiologist noticed the plastic piece when we took the image when he was placing the marker. He changed the direction of the probe, and we took another image, and the plastic was back in the marker device". The problem occurred during the procedure. The procedure was completed with the reported mmk1003. No patient complications were noted.

Manufacturer narrative:
According to the reporter, there was a tip shear of mmk1003. The radiologist noticed the tip shear before the stereotactic biopsy was finished and was able to remove the tip before completion of the procedure. Radiologist confirmed that the aperture was fully open during marker deployment. Per the account, "the radiologist noticed the plastic piece when we took the image when he was placing the marker. He changed the direction of the probe, and we took another image, and the plastic was back in the marker device". The problem occurred during the procedure. The procedure was completed with the reported mmk1003. The device was not returned for evaluation. Based on available information and user feedback, the most likely root cause was determined to be customer failure to follow the instructions for use (IFU). The IFU clearly states: "caution: do not insert beyond appropriate band or tip damage may occur." "Caution: do not activate the probe cutter or other clinical functions while a marker is inserted in the probe. Take care to completely remove the marker out of the probe before activating any of the holster's clinical functions." Failure to adhere to these precautions may have contributed to the reported issue. No device fragments remained in the patient, and no complications were reported. If any new information becomes available, the complaint will be reassessed accordingly.